Event description:
It was reported that this pacemaker exhibited noisy signals that were oversensed on the right ventricular (rv) lead. Which was believed to be caused by myopotential. High capture thresholds and undersensing were also observed. Troubleshooting options were discussed. The patient is continuing to be monitored. Additional information received indicates that both products were explanted and replaced. No additional adverse patient effects were reported.